Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing impedance measurements from 500 ohms to 1500 ohms. The patient did not recall any falls or trauma. No noise was observed. A boston scientific technical services consultant discussed testing in unipolar configuration to evaluate the lead performance. The lead was programmed to unipolar configuration and the patient felt pocket stimulation. The lead safety switch (lss) was programmed on to help ensure the patient is protected if there is a lead issue. A subsequent revision procedure was performed and this lead was removed from service and replaced due to the continued high impedance measurements. No additional adverse patient effects were reported.